Event description:
On 9/20/78 a plastic surgeon performed a bilateral breast augmentation. Rptr has had pain and discomfort in her left breast especially, ever since the surgery, which is noted in the dr's reports. She has also had pain shooting through her nipples with intense itching and burning. She has had problems with cysts and strange rashes on her breasts and chest. She has been hospitalized twice with heart-attack symptoms and has been diagnosed with mitral valve prolapse. She has had a multitude of health problems that she believes are related to her breast implants. She has been diagnosed with fibromyalgia, arthritis, chronic thyroiditis, hiatal hernia, gallbladder inflammation, gastritis and irritable bowel problems. She has been distressed with chronic otitis media, causing balance disturbances and nausea. An ent specialist is considering surgery to put tubes in her ears now to help relieve the fluid and pressure. She has had breathing problems for years with a "smothery" feeling in her chest. She has had immune deficiency problems with hives, herpes, and shingles, with sores and boils in her mouth and her body. She has had horrible headaches, and her eyes are very sensitive to bright lights, especially sunlight. She has had problems with swollen lymph glands all over her body, even the salivary glands under her tongue have swollen to the point of making swallowing difficult. She has had problems with chronic fatigue, sleeping disorders, muscle pain and cramps with leg twitches, bladder problems, hair falling out, and problems with her weight, etc. All of these health problems have led to severe depression and anxiety, which have been discussed and noted with many drs. (*)